Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data was analyzed and there was high resistance/impedance noted. There was high battery impedance, leading to elective replacement indicator (eri). There was battery depletion indicated/eri. The eri was due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 was installed on (B)(6) 2011. The device is part of the advisory for this model.

Event description:
It was reported that the pacemaker reached its elective replacement indicator prematurely. The device also shows high impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.